Manufacturer narrative:
Medwatch sent to FDA on 07/30/2014. Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported immediately after injection with juvederm ulta plus xc and juvederm voluma xc in the "fill lines and folds, mid face," the pt experienced swelling at the injection sites. The pt was treated with prednisone and benadryl; symptoms improved. This is the same event and the same pt reported under MDR ID #: 3005113652-2014+-00343 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma xc, also a device manufactured by allergan.